Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a full supply change with a 23 in 6 mm inset, the cartridge became half empty and insulin leaked, leaving the ilet wet while the infusion set remained attached; blood glucose rose to a fingerstick of 500 with sustained hyperglycemia for about two hours, and the user did not use backup therapy or perform ketone testing. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, and no reported long-term impact. Investigation included case intake, review of user report, and arrangement to return the cartridge for evaluation. Investigation of this case revealed a reported leaking cartridge associated with the cartridge component, with uncertain insulin delivery and elevated glucose readings. It was concluded, based on previously established findings for similar reports, that the cause was unknown pending product evaluation.